Event description:
It was reported patient underwent total hip arthoplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012 due to an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product not returned to zimmer biomet facility.  Zimmer biomet employees evaluated product at (B)(4). Examination of returned device found no evidence of product non-conformance. A review of the provided data and the visual examination of the components have indicated the presence of three wear stripes on the femoral head and wear patches on both bearing surfaces. Such mechanisms can arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. In this instance, the inclination angle of the acetabular component compares well to the recommended value in the surgical technique; however the anteversion angle was measured to have been quite low. The femoral stem was also noted to have been in 3° valgus. The cumulative effects of such component positioning may have been that the stresses through the system were disrupted, leading to a breakdown in the lubrication. This may have been further exacerbated by the loading through the joint which, considering the patient's bmi puts her in the category of overweight, could be considered to have been high. The small indentations on the femoral head and the deeper scores evident on the acetabular cup suggest that a third body was present, the source of which is unclear. Together with a breakdown in the lubrication of the articulation, these factors are likely to have encouraged the generation of the small amount of metal stained fluid that was present within the joint. It is worth noting that the patient's co and cr levels were detected to be below the limit defined in mda/2012/036. Redlux measurements have also indicated that the volume loss from the components was low. There was evidence of fretting in the form of some black discoloration near to the top edge of the female taper on the adaptor; however the redlux measurements of this surface indicated that there was little material loss and hence the contribution of this to the reason for revision may have been limited.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6), 2012 due to an unknown reason. It was reported a patient was revised on (B)(6), 2012 due to armd. During the procedure, trochanteric bursitis, metal stained fluid, well-fixed stem, and well-fixed cup were noted. All components were removed and replaced. Reported from (B)(6).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.